Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's cassette is not lasting the full 48 hours and patient is changing every 46 hours with 15 milliliters remaining in the cassette. The position of the pump when the alarm occurred is unknown. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 22-sep-2022 via email and attached to the complaint object: the reported product fault did occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. It is unknown if the actual cassette is available for investigation. The patient did have additional cassettes that they were able to switch to and they were able to complete their infusion. The patient infusion is life sustaining. What is the outcome of the event? Ongoing, pending response from medical doctor. H10: no product has been returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: event problem, result: should have been no findings available.